Manufacturer narrative:
The device will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hypoglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed. The omnipod user guide warns "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." It advises "if blood glucose is below 70 mg/dl, eat or drink 15 grams of fast-acting carbohydrate, such as glucose tablets, juice, or hard candy. Check blood glucose again after 15 minutes. If blood glucose remains low, take another 15 grams of carbohydrate. Contact your healthcare provider as needed for guidance. Repeat steps 2 and 3 until blood glucose is within the bg goal."

Event description:
The patient reported that after wearing the pod for two days his blood went low. He doesn't have all the history because he used different blood glucose meters. It was 37 mg/dl when he arrived at the hospital, where he stayed until (B)(6). He was treated with glucagon and d50 via IV. The device was removed at the hospital and discarded.